Event description:
Pt's girlfriend reports pt is in hospital due to central line came out of chest. Pt was admitted yesterday, discharge date is still pending. No additional information or details available. IV remodulin premix pt using cadd solis pump.